Event description:
This report was created from a third party regulatory affairs notification letter. The problem states, "several months after being scanned, customer complained about burn on arm." Philips investigation found this patient had to return for additional mr views while at this exam. A letter from the patient's mother said the burn occurred the second time / return and the patient told the technologist of heating but nothing was done. A picture that was sent by the patient's mother and seen by one of the mr technologists seems to indicate a burn with a nickel sized blister. The tech who scanned the patient was very confused as to how there could be a burn on the inner forearm as shown in the picture when the cables are normally positioned along the other side of the arm. This mr system is not serviced by philips.

Manufacturer narrative:
H6 (method & conclusions)- since this event was reported months after the examination, the exact positioning and details could not be recalled by the technician. From the information obtained it cannot be judged whether this specific patient handling was optimal or not. It is well known that for some scanning sequences specifically when the sar numbers are high and the patient is obese that this may result in a warmth sensation for the patient and even rf burns. Also, the contact between the cable of the coil and the skin of the patient may lead to rf burns depending on the circumstances and positioning of patient and coils. H3 (device evaluated by MFR) -philips does not service or maintain this system so no direct analysis of the system was performed on this event. Since this event there were no repairs and no further incidents. The system seems to be operating within specifications.